Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: unk-p-scs-linear_leads model: unknown serial: unknown batch: unknown UDI: unknown detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.